Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had an unexpected restart alarm on the insulin pump. Customer's blood glucose was 133 mg/dl at the time of the incident. Customer stated that the alarm was on the screen at the time of the call. Customer stated that a temp basal was not programmed before the alarm occurred. Customer stated that the pump was not stored or not in use for an extended period of time. Customer stated that the alarm is recurring during normal pump use. Customer stated that the pump was dropped a few times. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan.

Manufacturer narrative:
The pump passed the functional testing, including the operating currents, self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and no delivery alarm tests. No unexpected restart alarm during testing noted. No damage was found on the interface board. The pump had a cracked case at the display window corner, and minor scratches on the display window.